Event description:
The customer reported that the device did not seal. There was no pt injury. No further info has been made available by the site.

Manufacturer narrative:
Covidien reference # (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.